Manufacturer narrative:
The exposed portion of the soft cannula was observed to be torn on the left side. The exact timing and cause of this damage could not conclusively be determined. It could not be determined if this damage contributed to the reported failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.4 operating system: 18.7 hardware: iphone17.1 cgm sensor type: g7.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 355 mg/dl at the time of the event. The pod was worn between 24 and 36 hours on their abdomen. An investigation of the device confirmed that there was a tear in the cannula. Treatment information was not provided.